Manufacturer narrative:
The unit alarmed compromised force sensor during basic occlusion test due to loose or protruded drive support disk. The unit was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the customer was receiving compromised force sensor system alarms, and the insulin pump would restart after the alarms occurred. The customer was doing an infusion set change when the alarm occurred. The customer tried two other reservoirs, and the issue persisted. The customer's blood glucose was 143 mg/dl. Troubleshooting for prime rewind was done. The customer stated that the drive support cap was sticking out. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.